Manufacturer narrative:
(B)(6). Evaluation was not possible, as the device is not being returned. Review of the device history records could not be performed as the lot number was not provided. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. The provided MRI images around the anchor in the humeral head are suggestive of a progressive osteolytic lesion. In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4),

Event description:
It was reported that during a arcr procedure using a fastener, fixation, nondegradable, that dropsy (edema) was found in the MRI images of the patient 2 years ago. It was also reported that the patient does not complain about shoulder pain. The doctor would like to know the cause of the dropsy as it was not found in the MRI images, which was taken one year after surgery. The doctor thinks that the micro motion of the anchor is not the cause of the dropsy.